Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed multiple errors. The blood glucose reading was 278 mg/dl, which was treated with a bolus. The customer's mother stated that she did not know why the blood glucose levels were running high, but she declined troubleshooting for the issue. Advised replacement of the insulin pump. Nothing further reported.